Manufacturer narrative:
(B)(4). The device has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: this report for a leak was confirmed in the lab. The results of a sample evaluation revealed a leak from a cut/hole. A batch review was not performed due to insufficient lot information. A root cause was not identified due to insufficient information, therefore, it is undetermined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) reported that a leak was found coming from the tubing of a set. Error 266.88 occurred while the set was being disconnected from the cap to be connected with the yume set. The patient pulled the tubing and switched on the clean flash again following the instruction by the baxter call center. There was no patient injury or medical intervention.